Manufacturer narrative:
Quality control (qc) was within range before the event. A review of qc results from shows out of range results for some chemistries after the incorrect patient runs. Sample collection and method of analysis was not provided by the customer. The bec fse tightened the loose syringe which resolved the issue. Failure mode is directly related to hardware. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600i synchron access clinical system generated erroneous cartridge chemistry (cc) results for four (4) patient samples. The customer indicated that the erroneous results were reported out of the laboratory. The customer provided the original and rerun (on an alternate instrument) results for only three (3) patient samples. The customer did not provide the age and date of birth (dob) for each patient. The assays affected were creatinine (cr-s), cholesterol (chol), triglyceride (tg), and cholesterol and high density lipoprotein deficiency (hdld). Other chemistries were run on these samples but were not questioned. No other chemistries or patient samples were affected for this reported event. A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument and found gel on the cc sample probe and wash collar and a loose, leaking reagent syringe. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.